Event description:
It was reported by the customer that before use the cs100 intra-aortic balloon pump (iabp) had an "electrical test failed #50" message (motor speed out of specification) appeared upon startup. No patient involvement and no harm is reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that disassembly and inspection revealed a faulty compressor pump motor (0102-00-0001) and the motor drive board (0671-00-0004) to be faulty. The compressor pump motor (0102-00-0001) and the motor drive board (0671-00-0004) were replaced, resolving the issue. Following repair, the device successfully passed pre-use inspection, as well as all factory-specified performance and safety tests. The unit was returned to the customer and cleared for clinical use.

Manufacturer narrative:
Event site name: (B)(6). Event site telephone: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.